Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was 596 mg/dl at the time of incident. The customer's blood glucose was around 150 mg/dl at the time of call. The customer stated that she ate prior to the event. The customer stated that her blood glucose went up to 600 mg/dl and went down after she changed the set. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and settings. The customer stated that the insulin pump passed high pressure test. The insulin pump will not be returned for analysis.